Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, requiring 5¿10 presses to wake the device, and functionality improved after the user recalibrated the screen and was advised to restart the device to restore expected responsiveness. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no alerts, and no medical intervention. Investigation included customer counseling and troubleshooting steps focused on screen calibration and device restart. Investigation of this case revealed a suspected user interface responsiveness issue localized to the sleep/wake function and touch screen behavior, with performance improving after recalibration and restart. It was concluded, based on previously established findings for similar reports, that the cause was likely device behavior recoverable through standard screen calibration and power cycle.